Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels that he is feeling sleepy and believes his sugar is really high well. The customer's expected blood result is 110-150mg/dl fasting. Verified the strips expire 12/25/2017. Customer confirms the strips have been properly stored and were first opened for two weeks. Customer calling sates that the meter is not giving the correct blood results. Customer states that he run back to back test got 400/250/550. Customer have been using the meter for only a few months now and test 3 times a day. Customer states that his wife gave him his medication 1 hour ago but he is still feeling sleepy, the customer obtained a 420mg/dl and the reason for calling. Customer states that he did not want to troubleshoot the meter he just wants to get the meter replaced.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that she feels that he is feeling sleepy and believes his sugar is really high well. The customer's expected blood result is 110-150mg/dl fasting. Verified the strips expire 12/25/2017. Customer confirms the strips have been properly stored and were first opened for two weeks. Customer calling sates that the meter is not giving the correct blood results. Customer states that he run back to back test got 400/250/550. Customer have been using the meter for only a few months now and test 3 times a day. Customer states that his wife gave him his medication 1 hour ago but he is still feeling sleepy, the customer obtained a 420mg/dl and the reason for calling. Customer states that he did not want to troubleshoot the meter he just wants to get the meter replaced.